Event description:
The reporter stated that her mother had rec'd the er1 message sometime last year. The daughter said that she had retested, but her mother didn't remember what the result was when she retested.